Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 03-mar-2017, an fse visited the customer for periodic maintenance and to address the reported event. During servicing, fse replaced the filter to column peek tubing. They also provided training to the customer on how to unscrew the peek tubing before removing the filter housing. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was broken peek tubing secondary to operational error.

Event description:
On (B)(6) 2017, a customer reported that the peek tubing above the filter is broken on their g8 analyzer. The customer reported that the break occurred while changing the filter. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.